Event description:
During procedure physician noticed tears on the on the pt's kidney. The physician withdrew the scope and reportedly noticed a tear or gash on the distal end of the sheath. A nurse present at the time reported that the gash on the shaft was approximately 3" long. The physician elected to remove the kidney after physician discovered the tears.